Event description:
This was reported as an arteriotomy closure of the moderately calcified right common femoral artery using a prostyle device via an 8f sheath hole after an endovascular thrombectomy procedure. Reportedly, the knot was successfully advanced to the vessel wall and tightened without issues; however, complete hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.